Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Son in law reported to product liability that patent was in a serious accident a couple of years ago that tore up her feet and back. Patient was implanted with a 3.5mm t-plate put in her foot. The plate broke, costing her another surgery and a lot of pain.